Event description:
It was reported that the pt could hear a 'buzzing' noise constantly. Testing did not show a malfunction. Re-mapping was not successful. The pt was re-implanted without notifying med-el.